Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant, post procedure, loss of capture was observed on the atrial lead. The lead was confirmed to have dislodged into the floor of the right atrium. An operation to reposition the lead was completed the next day. The patient experienced no consequences and was stable following the procedure.